Event description:
It was reported that the 9900 system shut down and intermittently had no fluoro image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The calibration files and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)